Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found the lens haptic torn/broken/bent/deformed. Dimensional inspection found lens was within specification. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -17.0 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to lens opacity (anterior subcapsular). No more information is available.